Event description:
Information received by medtronic indicated that the insulin pump was blank. Customer stated that insulin pump show crack at the back behind the battery cap. Customer was advised to discontinue the usage and replacement was sent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank pump and damage to the insulin pump found on event date (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No alarms or alerts noted during testing, however, all power / battery alerts and alarms with dates and times for event date were found in the traces history files. (B)(6) 2021 low_battery 7:44:00 pm. On (B)(6) 2021 change_battery 5:15:00 am, off no power at 5:46:00 am and battery out limit at 6:02:37 am. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Blank display not confirmed. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.